Event description:
The initial reporter stated they received discrepant results for two patient samples tested with etoh2 ethanol gen.2 on a cobas 8000 c 502 module. The initial values were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. The first sample initially resulted in an ethanol value of 16 mg/dl and repeated as - 6 mg/dl accompanied by a data flag. The second sample initially resulted in an ethanol value of 11 mg/dl and repeated as -1 mg/dl accompanied by a data flag. The ethanol reagent lot number was 611688. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. The customer changed the calibrator and the issue was resolved. The system performance was verified by running calibration and controls. The investigation determined that the issue was resolved after changing the calibrator. Medwatch fields d1, d2, d2b, d4, g1, and g4 have been updated.